Event description:
Baxter chile reports "fault cassette homechoice". Per baxter affiliate, pt reported, "solution through the equipment door, the display indicated to revise heater line". No pt injury or medical intervention required per affiliate.